Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se upgraded the software to the latest revision to resolve the issue. No components were replaced. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator touch screen became unresponsive. Although, the unit continued ventilating, the patient was transferred to another ventilator without harm.